Manufacturer narrative:
(B)(4). Investigation summary: photos received for investigation. The label on the package has a manufacturing date of november 2018. The certificate of conformity has a manufactured date of december 2018. The manufacturing date shown on the label corresponds to the manufacturing date scheduled by planning and not the actual manufacturing date. According to the review, a difference of 5 days is detected between what is stated in the production order versus what is indicated in the certificate of conformity since there were problems in the production line, which delayed the manufacturing of the batch. Batch production did not take place on the scheduled day according to the production order (28-nov-2018). It should be noted that printed materials are reviewed prior to the start of manufacturing and not at the start of manufacturing, which generated this kind of discrepancy. Moreover, despite this, the expiration date was not affected so they do not jeopardize the quality of the product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: potential root cause is due to issues in the production line. Rationale: corrective action include notification of staff (supervisors, technicians, analyst, and operators) to verify that the printed materials to be used in manufacturing must correspond to the correct month, and modification of methodology procedure.

Event description:
It was reported that the quality certificate on the needle 21ga 1-1/4in hypak indicated a different manufacturing date than the one on the collective label. This was noticed prior to use. The following information was provided by the initial reporter, translated from spanish to english: "we are receiving the batch of needle 8295886, in the quality certificate indicating the manufacturing date december 2018 but on the collective label the manufacturing date is november 2018, they could support us in verifying this information."